Event description:
A caller reported that a pump battery would not charge, despite attempting various troubleshooting steps, such as using different usb ports, wall outlets, wall adapters, and charging cables as instructed by technical support. There was no information on whether the issue impacted the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to switch the pump to storage mode before returning it. The customer understood the instructions and planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.